Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date of alcl diagnosis: 2020. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported "severe emotional distress, mental anguish," "swelling," and "diagnosed with breast implant associated¿anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. The patient has suffered accompanying symptoms including but not limited to, economic loss, severe physical injuries and other injuries, deemed not related to the device. The left side device has been explanted.